Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the proximal conductor was distorted. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was kinked/buckled, the outer insulation was breached cut and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during the initial implant, the physician had difficulty positioning the lead, possibly due to anomalies in the patient's anatomy. The following day, the right atrial (ra) lead dislodged, and was repositioned. The following day, the ra lead dislodged once more, and was explanted and replaced. The physician indicated that the explanted lead was 'faulty.' No patient complications have been reported as a result of this event.